Event description:
Procedure: lobectomy. The report received states: the device was fired on left superior pulmonary vein, but the staples were not placed. The doctor stopped the bleeding by suturing the area. Patient developed partial renal failure, atrial fibrillation, and his stay at the hospital was extended by 7 days. Blood transfusion (500ccs) was given to patient after the reported blood loss. Patient is currently active.